Event description:
This is a male that in 2005 sustained a significant trauma and during hospitalization underwent insertion of a recover ivc filter. The pt recently presented with bacteremia and was treated with antibiotics, and then subsequently again presented to the ER with back or flank pain. A CT scan of the abdomen and pelvis demonstrated penetration of several of the times of the filter into soft tissues surrounding the inferior vena cava along with a possible phlegmon or abscess within the anterior aspect of the right psoas muscle. It is suspected that the filter has become infected. After a period of IV antibiotic therapy and resolution of the pt's symptoms, filter retrieval was performed. Inspection of the removed filter demonstrated that two limbs of the filter were missing and were discovered with fluoroscopy in the lower lobe of the right lung. Selective and subselective right pulmonary arteriogram and subselective catheterization and attempted foreign body retrieval did not allow retrieval of the limb fragments. Review of prior imaging studies reveal that filter fragmentation had occurred well in advance of attempted filter retrieval. A three yr lapse since initial chest x-rays and filter insertion has occurred and thus the fragmentation and embolization occurred at an unk time during the past three yrs.